Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert for non-sustained right ventricular oversensing. Upon interrogation, it was noted that the device was double counting the r waves. Programming changes were made. The patient was stable.